Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was the ipg was flipping in the pocket causing the patient pain at the pocket site. In turn, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was relocated to address the issue.